Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and tooth demineralisation ("mine are demineralization isues"). The patient was treated with surgery (laparoscopic bilateral complete salpingectomy and essure coil removal). Essure was removed on (B)(6) 2021. At the time of the report, the dyspareunia and tooth demineralisation outcome was unknown. The reporter considered dyspareunia and tooth demineralisation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - tooth demineralization. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, medical history, device removal details added. Event: dyspareunia added with removal surgery. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of dyspareunia ("dyspareunia") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of constipation. Essure was removed on (B)(6) 2021. On an unknown date, the patient had essure inserted. An unknown time later she experienced dyspareunia (seriousness criteria medically important and intervention required) and tooth demineralisation ("mine are demineralization issues"). The patient was treated with surgery (laparoscopic bilateral complete salpingectomy and essure coil removal). At the time of the report, the outcomes for these events were unknown. The reporter considered dyspareunia and tooth demineralisation to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media - tooth demineralization. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jun-2021: quality safety evaluation of ptc. On 07-dec-2022: plaintiff fact sheet received. Reporter added. Product start date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and tooth demineralisation ("mine are demineralization isues"). The patient was treated with surgery (laparoscopic bilateral complete salpingectomy and essure coil removal). Essure was removed on (B)(6) 2021. At the time of the report, the dyspareunia and tooth demineralisation outcome was unknown. The reporter considered dyspareunia and tooth demineralisation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - tooth demineralization. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.